Manufacturer narrative:
Anticipated transient side effects of the treatment includes nodules which is scar tissue. Nodules from sculpsure are temporary and typically respond to time, massage and routine metabolism. The labeling recommends to, "massage the treated areas one to two (1-2) times a day for five to ten (5-10) minutes each time. Continue the massage until the next treatment or for up to twelve (12) weeks post-treatment." Technician evaluated the device and observed an applicator error message that was not related to the reported treatment. The device was found be operating as intended within specification. Technician replaced applicator and performed routine system maintenance and verified the device operated within specification. The device history record confirms that the product passed and met all requirements before releasing. Due to patient receiving medical intervention of steroid injections, this event is a reportable event.

Event description:
Site reported that patient experienced prolonged pain on the outer thigh area following multiple laser treatments using sculpsure. Patient also reports to had visited a dermatologist. Diagnosis with scar tissue and was given steroid injections.